Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that the issue was resolved by hospital information technology (hit) by unlocking the account. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, one user was unable to login to multiple stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.